Manufacturer narrative:
B5: additional information received: the sponsor updated their assessment to not related to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: 19-sep-2026, UDI#: (B)(4); product ID: (B)(4), serial/lot #: (B)(6), ubd: 20-aug-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an endovascular aortic repair was performed using the endurant ii/iis device.4 days post index procedure, the patient developed acute respiratory failure and heart failure, which progressed to cardiogenic shock, necessitating the insertion of an non-medtronic cardiac pump device. On (B)(6) 2025, coronary angiography revealed no significant stenosis, and myocardial biopsy results confirmed a diagnosis of eosinophilic acute myocarditis. The patient was subsequently managed with the insertion of extracorporeal membrane oxygenation (ECMO). Computed tomography and coronary angiography were conducted as part of the diagnostic process. The event resulted in a prolongation of the patient¿s existing hospitalization, and treatment included the administration of diuretics and cardiotonic agents. The outcome of the adverse event was reported as not recovered/not resolved and the patient has no additional interventions / treatment at this moment. The site assessed the acute myocarditis as not related to the index procedure, study device or underlying condition or disease. The sponsor assessed the acute myocarditis as being possibly related to the index procedure and the study device, and not related with any underlying condition or disease.

Manufacturer narrative:
Additional information received: the ECMO was removed 13 days after the initiation of therapy. The patient received corticosteroid treatment. It was reported that the patient is recovering and was discharged from the hospital approximately two months after admission. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.